Event description:
Allegedly, patient revised due to metallosis, ongoing disability and pain.

Manufacturer narrative:
Upon reassessment of the reported event 3010536692-2017-00415, no serious injury has occurred and the initial report should be voided.